Event description:
Coiling treatment was conducted of an aneurysm. It was reported that upon positioning the coil, it detached partially in the aneurysm and the vessel. No attempt was made to retrieve the coil. An additional coil was used to complete the case. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the visual analysis revealed only the device pouch returned empty. The pouch did not contain the device or any components. The root cause of this complaint cannot be determined. (B)(4).